Event description:
The device was put into the urethra, maneuvered by the physician and pushed back into the urethra with the stent partially deployed, causing bulging and fraying on side wall of stent. Consequently, the stent was not implanted. New 2.0 and 3.0 stents were opened and implanted. On 2/24/97 the stents were removed from the patient due to patient discomfort, pain and a blood clot.